Manufacturer narrative:
Implant loss is a known complication associated with the use of bone anchored hearing systems and is described in the ponto system labelling; failure of osseointegration has a variety of potential causes, including lack of adequate bone quality and/or quantity, lack of irrigation during surgery, surgical complications, infection, generalized diseases and trauma to the implant. These incidents do not involve serious injury and are not considered as safety issues, but they are reported due to the intervention required for the patient.

Event description:
Implant loss-spontaneous loss.